Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high superior vena cava (svc) and right ventricular (rv) tip-to-coil impedance measurements exhibited with the rv lead. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.